Event description:
The reporter stated the surgeon attempted to use a aq5010v three piece silicone lens. The tech noticed the haptic was bent when he removed the lens from the container. There was no attempt to load the lens. There was no pt contact. Reporter stated it was received defective. Reporter stated the info was given to he by the tech who opened the container.

Manufacturer narrative:
Eval method: lens work order search. Results: a visual inspection of the returned product found loop haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).